Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an undersized device. A revision surgery was performed, during which the physician confirmed that the device appeared undersized with distal positioning below the glans. Upon explant, a rupture of the outer silicone layer was identified, and tissue ingrowth was observed. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported issues with malposition of device, length too short, hole/perforated and scarring may have been due to a potential placement error of the cylinder at the implant procedure; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.